Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had many air bubbles in their reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubbles anomaly. The air bubbles were approximately 3 centimeters wide. The customer was able to expel the air bubbles from the reservoir by priming them from the tubing. The customer was advised to monitor the insulin pump and call back if problems persisted. The reservoir was not returned or replaced.